Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination and functional testing of the unit did not confirm the leak. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter canada received a report involving the ce intermate device. The quality specialist reported that there was a leak from blue winged luer cap, found after compounding, contains pamidronate. The process step was before use, therefore there was no patient involvement. This will reference report 2 of 2 for the facility, as the facility reported 2 devices.